Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had alarmed battery out limit after the customer had changed the battery. The customer's blood glucose was 116 mg/dl. The customer stated that they had gone through twenty-five batteries. The device was alarming during the phone call and the customer tried clearing the alarm but was unsuccessful. Nothing further was reported.